Manufacturer narrative:
The device evaluation was completed on (B)(6) 2023. The qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material on the pebax section. Due to this condition, the device was inspected under a microscope and a hole was observed on the pebax sleeve. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may contribute to the force issue reported. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax sleeve. The carto 3 system was displaying error 106: force sensor error when the catheter was connected to the patient interface unit. To troubleshoot, the cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-dec-2023, observed reddish material on the pebax section. Due to this condition, the device was inspected under a microscope and a hole was observed on the pebax sleeve. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax sleeve on 15-dec-2023 and have assessed this returned condition as reportable.